Event description:
It was reported that the arctic sun device had failed calibration for the third time for an error 43 (water temperature 1 off of conversion chart table at 1c), probably the pump problem. Per follow-up information, received on 03aug2022, there was no patient involved as issue was discovered during maintenance. The device would be sent in for repair. Per sample evaluation results, received on 14oct2022, it was reported that the fill tube was found dirty. Per sample evaluation results, received on (B)(6) 2023, it was reported that the inlet temperature (t3) was found defective. It was noted that the manifold assembly was replaced. It was also noted that the fill tube was cleaned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty t3 thermistor. The device was evaluated and the reported issue was confirmed as it was noted that the t3 thermistor was defective. The manifold assembly was replaced a new calibration, mtk and stk were performed. The device passed the procedure and can be placed back into normal use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported that the arctic sun device had failed calibration for the third time for an error 43 (water temperature 1 off of conversion chart table at 1c), probably the pump problem. Per follow up information received on 03aug2022, there was no patient involved as issue was discovered during maintenance. The device would be sent in for repair. Per sample evaluation results received on 14oct2022, it was reported that the fill tube was found dirty. Per sample evaluation results received on 25jan2023, it was reported that the inlet temperature (t3) was found defective. It was noted that the manifold assembly was replaced. It was also noted that the fill tube was cleaned.